Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.